Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The sp fenestrated bipolar forceps instrument was analyzed and the complaint was not confirmed by failure analysis. Visual inspection was performed and no cracked components are observed at the distal end. Additional observations not reported by site: the instrument was found to have one bent grip. Causing them to be misaligned. The offset at the tips was 0.54 mm. The grips were not found to be cracked. The instrument was found to have thermal damage on the molded insulator portion of the grip tip. Electrical continuity test was performed and passed. The complaint was confirmed based on the failure analysis. The probable root cause cannot be determined based on the information provided and failure analysis results. The reported event was not confirmed as failure analysis found no damage and no functional issue related to the customer reported event. The instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics. Since no issue was found with the instrument, there is no associated fmea item or risk score. Furthermore, the probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument was cracked on the distal tip. The procedure was completed with no reported injury.